Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2013. The patient's device settings were not corrected until (B)(6) 2013. No patient adverse events were reported.